Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 62 mg/dl range; cause was unknown. Customer went to the emergency room (ER) where the customer was given intravenous saline to resolve bg level. Customer was released from the ER 4 hours later with the issue resolved. Recommendation was made to consult with health care provider regarding diabetes management.